Manufacturer narrative:
A review of the implant's mfg record could not be performed as the lot info was not noted in the journal article. Based on the info available, the root cause of the event cannot be determined. Additionally, based on the review conducted, there is no evidence of a failure of the device. Should add' info be obtained to further this investigation, this report shall be updated.

Event description:
The following was reported in a journal article titled "continued good results with modular trabecular metal augments for acetabular defects in hip arthroplasty at 7 to 11 years, clin orthop relat res (2015) 473-521-527. Michael e. Whitehouse, dept of orthopedica, et al, published 15 august 2014: it was reported that two (2) pts received re-operation of the acetabular component without revision for recurrent instability. Based on the review conducted, there is no evidence of a failure of the device.

Manufacturer narrative:
T was reported in the article that two (2) patients received reoperation without revision of the well-fixed augments or shells for recurrent instability. In conclusion, based on the investigation results, it is not suspected that the tm acetabular augment and/or tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of the tm acetabular augment and/or tm revision shell contributing to the recurrent instability. Although multiple requests were made, the tm acetabular augment and tm revision shell part and lot numbers were not provided, and thus, the DHR could not be reviewed. Should additional information be received, this report shall be updated.